Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with atrial lead noise. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
External insulation abrasion exposing the outer coil caused by friction to the device can noted at 10.7 cm to 11.0 cm from the connector pin. This is consistent with the observation from the field of noise.